Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had seizure and experienced low blood glucose level. Customer's blood glucose at the time of call was 96 mg/dl. The customer declined troubleshooting for low blood glucose. Customer reported that the delivery of insulin was suspended by the insulin pump. The customer treated their low blood glucose with food and juice. Customer reported that there was a discharge, lump and pus coming out from her infusion set insertion site. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.